Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported from (B)(6) that during unspecified surgical procedures, it was discovered that three battery devices were having charging issues. According to the reporter, the devices were draining power quickly and had to be changed intra operatively on many occasions. The reporter was unable to specify the specific amount of occurrences, the type of surgeries, or the number of patients involved. It was not reported if there were any delays in the surgical procedures or if spare devices were available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.